Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose level was 137 mg/dl. Customer advised they just had an MRI and did not take off their device. Troubleshooting for the motor error alarm was performed. Customer advised they also have a motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to verify e70 alarm in the alarm history and perform the displacement test due to motor error alarm. No cosmetic damage noted.